Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, the device exhibited output anomaly. No additional information was available.